Event description:
On (B)(6)2010, the pt called for assistance viewing total daily insulin amounts on the infusion device. She reported experiencing low blood glucose during the past week and emergency personnel were called to her home 2 times. She stated, her physician changed her insulin 3 weeks ago and she believed this could be the reason for low blood glucose. She stated she may have over bolused on one occasion but not the other incidents. She has been in contact with her physician regarding the low blood glucose and they are working to adjust her basal rates. She stated this morning at 6:00am, her blood glucose measured 88mg/dl and she ate and bolused 2 units of insulin at 6:30am. She stated she would have normally bolused 2.3-2.5 units for this meal. At 8:20am, she felt like her blood glucose was low and she ate a chocolate bar. At 9:00am her blood glucose measured 42mg/dl. She drank a glucose drink to elevate her readings. At the time of the report, her blood glucose measured 61 mg/dl. Her normal blood glucose level is 100 mg/dl. Upon f/u on (B)(6)2010, the pt stated she continues to work with her physician to adjust her basal rates and is not a "little on the high side" but feeling fine. No product was requested to be returned for evaluation.

Manufacturer narrative:
(Method and results) - no product will be returned for evaluation.